Event description:
Pt has begun to experience occasional dizzy spells during which the pt falls. The pt's family member believes that the vns is a contributing factor even though the pt has been implanted for some time and has only recently begun experiencing dizziness. Programmed device parameters were recently increased, but the first dizzy spell was prior to the parameter adjustment. It was also reported that there were some changes in the pt's drug regimen around the same time that the dizzy spells begun. The pt is reportedly taking four different types of medication which makes it difficult to pinpoint the cause of the dizziness.